Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2011; including previous hernia repairs, implant date of gore device and hysterectomy, were not provided. ??/??/??: [missing records: records for the ¿multiple hernia repairs¿ were not provided.] On (B)(6) 2011: [missing records: records for hernia repair, ¿gore-tex onlay repair¿ were not provided .] Product identification records for the alleged ¿gore-tex¿ mesh were not provided. On (B)(6) 2011: [missing records: records for the CT scan showing ¿a fluid collection¿ were not provided.] On (B)(6) 2011: [facility ni]. [Provider ni]. Office notes. Follow up. Not much change from last visit. Has a sharp pain where the mesh is every once in a while when [illegible] up. On (B)(6) 2011: (B)(6) , md. Office notes. Initial encounter. 2nd opinion for abdominal wall reconstruction. Had surgery with mesh (B)(6) 2011. Drainage from wound (B)(6) . Had CT scan at that time which showed fluid collection. Said she went to ed 2 wks [weeks] ago due to pain with drainage. Abd [abdominal] tender has small hole, small hole covers abdomen small amount of packing removed. It does look frankly purulent as a really long tract. Irrigated and packed. Need op report from capel. Supposedly had gortex onlay repair. Might clear depends on suture. May need to be removed and vac placed followed by [illegible]. On (B)(6) 2011: [missing records: records for emergency room visit ¿due to drainage¿ were not provided.] On (B)(6) 2011: [facility ni]. [Provider ni]. Office notes. Suggest vac, open wound. Wound cleaned and packed, smaller. Wound ok. No black tissue. Having to change canister frequently. Serous drainage, no pus. On (B)(6) 2011: (B)(6) regional medical center. (B)(6) , md. Preoperative h&p. Date of admission: (B)(6) 2011. Chronic wound infection presence of foreign material. Had a hernia repair back in june and she has had drainage from this wound since about september. She had a CT scan at that time which showed a fluid collection. She went to the emergency room about 2 weeks ago due to drainage and it looked like fluid collection was smaller. However, on examination in the office, she had frankly purulent material with a really long tract that was irrigated and packed. She was somewhat tender as well. The patient had a gore-tex onlay repair and I told her I did not think it would clear if could theoretically but they are having a difficult time packing it and I think she just needs to have the area opened up and the mesh removed and a wound vac placed. I do not anticipate having to go intra-abdominally, although the patient is aware that I might. This was her third time hernia repair in this area. Physical examination: abdomen: soft, tender kind of in the lower abdomen. The wound is very long. It was probably about 7 or 8 cm long and very narrow. Assessment: infected hernia mesh. Plan: opening up the area and removal of the hernia mesh and placing a wound vac. She is aware that I may not be able to do this without going into the abdomen, although given what I read of dr. (B)(6) operative note I do not think I am going to have to. On (B)(6) 2011: (B)(6) regional medical center. (B)(6) , md. Operative report. Pre/postop diagnosis: infected mesh. Procedure performed: removal of infected mesh, debridement of wound and placement of wound vac. Assistant: mary k. Hughes, wound-care nurse. Anesthesia: general. Drains: wound vac. Procedure was tolerated well. No complications were noted. Culture and tissue cultures were sent to microbiology. The mesh and abdominal wall tissue were sent to pathology. History: this 40-year-old female, underwent her third hernia repair back in june, and started draining at september. The patient has been treated ever since with local measures which have failed. Mesh needs to be excised. The patient is aware I might have to open her up abdominally although it does sound like the mesh is an only type repair and I should not need to go abdominal. The patient is aware that she probably will have to have a __ [sic] at a future date and time, and as this will very possibly cause the hernia to occur, she understands and consents for surgery at this time. Procedural findings: the mesh was swimming in pus, it was not really attached . The area was cultured and there was a lot of chronic granulation tissue in the wound most of which was debrided out __ [sic] it looks to be separated as well. I looked dissecting away the fatty tissue to look at the fascia. There is no evidence of component separation and the area looked like it had been undermined previously. The wound itself was 16.5 x 8.5 x 5.5 cm with 2 cm of undermining on the right-hand side of the wound and 1.5 cm on the left. Procedure: ¿general anesthesia was induced. The patient was prepped and draped in usual fashion. The old incision was opened with a knife and continued up around with the cautery, every once in a while stopping to check the depth and extent of the mesh. The mesh was basically easily pulled off the underlying wound. There were few sutures that were cut but the mesh really was not attached to anything and there was nothing underneath the mesh that suggested fascia. There was fatty tissue but most likely that represents preperitoneal fat and possibly posterior rectus sheath. Some of the edges of the tissue that had a lot of granulation on them were excised. Area was flattened out. The granulation tissue was vigorously rubbed with the lap sponge. Hemostasis was obtained with the use of cautery and lifted up the edges to look and see if a component separation has been done and it does not appear to be so. The area did however look like it had been opened up before or undermined. Once the wound was cleaned out and irrigated out. Mary k hughes, came in and helped us with the placing of the wound vac. The patient was then awakened, extubated, taken to recovery in stable condition. Sponge, needle, and instrument counts were correct at the end of the case. Specimens for culture as well as tissue culture were sent. The patient is going to be kept on IV antibiotics and for pain control.¿ on (B)(6) 2011: (B)(6) regional medical center. (B)(6) , md, pathologist. Pathology report. Clinical diagnosis: abdominal hernia, infected graft. Specimen source: abdominal hernia, infected graft 16.5 x 8.5 x 5.5. Gross description: the specimen is received in formalin initials hmm infected graft and consists of a synthetic graft and fragments of soft tissue with a small rim of skin. The soft tissue in aggregate measures 6 x 3 x 3 cm. Ulceration is present. Representative sections from the soft tissue are submitted in blocks a1 to a3. Total 3 cassettes. Microscopic examination: microscopic examination performed. Pathologic diagnosis: soft tissue, abdominal region, excision: membranous fibrous tissue and adipose tissue with severe acute inflammation consistent with clinical history. Fungal organisms not identified by gms stain. Request correlation with clinical history and culture results. Comment: special stain control reacts appropriately. On (B)(6) 2011: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2011 procedure was not provided.] On (B)(6) 2011: (B)(6) regional medical center. (B)(6) , md. Immediate post operative note. Findings: mesh really not attached and swimming in pus, area cultured, a lot of chronic granulation tissue in the wound, looks like the muscle has separated as well . Fatty tissue was dissected away to look at fascia. No evidence of component separation and area looked like it had been lifted up previously. Specimen: mesh and abdominal wall tissue, to pathology. Estimated blood loss: <50 ml. Cultures and tissue cultures sent. On (B)(6) 2011: (B)(6) regional medical center. (B)(6) , md. Consultation. History of chronic wound infection of anterior abdominal wound. She had undergone hernia repair in (B)(6) 202011 and has had persistent drainage and recurrent infections since then along with fluid collection. Status post removal of infected mesh and debridement of wound, wound vac placed, seems to be doing well postoperatively. On (B)(6) 2011: (B)(6) regional medical center. (B)(6) , md. Discharge summary. Admitted (B)(6) 2011. Discharge diagnosis: removal graft material abdomen, wound vac placement, IV antibiotics, pain control, excisional debridement of wound, infection, esophageal reflux. Prescriptions: cipro. Discharge instructions: no heavy lifting. On (B)(6) 2011: [facility ni]. [Provider ni] office notes. Smells bad but no erythema, has faint yellowish film which easily cleans up. Packed w/ gauze. Cultures aerobic and anaerobic obtained. Try dakins wet to dry. Maybe using vac [illegible]. Rx cleocin. On (B)(6) 2012: (B)(6) laboratories. Culture. Anaerobic, wound. Micro number: (B)(4). Test status: preliminary. Specimen source: abdominal. Culture in progress. On (B)(6) 2012: [missing records: records for the anaerobic culture, final results, were not provided.] On (B)(6) 2012: (B)(6) laboratories. Culture. Wound, aerobic w/ gs. Micro number: (B)(4). Test status: final. Specimen source: abdominal. Gram stain: few wbc seen. Many gram positive cocci. Rare gram negative bacilli. Culture: staphylococcus aureus. Methicillin resistant (mrsa) ¿ heavy growth. Mrsa isolates are resistant in vivo to all cephalosporins, beta-lactamase inhibitor combination antimicrobics (e.g. Augmentin, timentin, pip/tazo) and imipenem. Staph. (Mrsa). [Sensitivity report included]. [Handwritten note]: tell patient to stop cleocin (won¿t treat). Call in doxycycline. On (B)(6) 2012: [facility ni]. [Provider ni] office notes. Stopped cleocin and started doxyclycline. Admits diarrhea and epigastric pain. [Illegible] ¿green¿ since last visit. Pt discontinued wound vac. [Illegible handwriting] much better, no odor, granulation tissue looks better. On (B)(6) 2012: [facility ni]. [Provider ni]. Office notes. No odor. + granulation. Now green [illegible handwriting]. Having admit for psych issues. On (B)(6) 2012: [facility ni]. [Provider ni]. Office notes. [Illegible handwriting/poor quality image]. Wound much smaller no odor, no drainage. On (B)(6) 2016: (B)(6) medical center, inc. (B)(6) , md. (B)(6) , md. Operative report. Preop/postop diagnosis: morbid obesity. Operation: laparoscopic roux-en-y gastric bypass. Intraoperative upper endoscopy. Laparoscopic adhesiolysis. Anesthesia: general endotracheal. Findings: normal intra-abdominal anatomy. Normal intra-operative endoscopy with negative leak test. Significant midline abdominal adhesions to mesh with colon stuck in small hernia just left of midline, swiss cheese type defects with multiple small and large hernia defects surrounding her mesh. Fluids: crystalloid: 2500 ml. Estimated blood loss: less than 50 ml. Blood products: none. Urine output: 250 ml. Complications: none. Specimen removed: no. Disposition: pacu. Procedure: ¿the patient was brought into the operating room and placed in the supine position. After adequate general endotracheal anesthesia was obtained, the patient¿s abdomen was prepped and draped in the usual sterile fashion. A left subcostal skin incision was made and with the use a veress needle, a pneumoperitoneum was instituted. Following adequate pneumoperitoneum, the visiport technique was used to enter the abdomen under direct visualization in the luq region. A 5 mm ruq trocar was then placed and extensive midline abdominal adhesions noted and taken down bluntly. A second 5mm luq trocar was placed and midline adhesions taken down with the harmonic scalpel until it was noted that colon was stuck inside one of her many fascial defects just left of midline. She had multiple small and large defects with swiss cheese type hernias surrounding the fascia. With colon stuck in this hernia no further adhesiolysis was performed on her midline. A 12-periumbilical trocar was then paced followed by a 5-millimenter trocar in the subxiphoid location which was removed and replaced with a medium nathanson retractor. The [sic] left lateral lobe of the liver was retracted. A [sic] additional right subcoastal ports, 12-millimeter was then placed under direct visualization. The gastohepatic omentum was opened with the use of the harmonic scalpel and the mesentery on the lesser curve of the stomach between the second and third branch of the left gastric artery was transected with a 60/2.5 endo gia stapler with seamguards. Sequential firings of a 60/3.5 endo gia stapler were then performed to create an approximately 20 cc gastric pouch. The peritoneal attachments overlying the inferior edge of the pancreas abutting the transverse mesocolon were scored open with the harmonic scalpel and a blue tourniquet was placed into this location. The ligament of treitz was then identified. Superior and to the left of the ligament, an avascular plane was identified and entered with a harmonic scalpel. The blue tourniquet from above was encountered and partially pulled through the retrocolic retrogastric tunnel. The jejunum was then measured from the ligament of treitz approximately 45 centimeters distally. The jejunum was then transected 60/2.5 endo gia stapler. One firing of a 45/2.0 endo gia stapler with seamguards was performed on the mesentery being careful to note good pulsations on both sides of the mesentery prior to completion of the firing. A 75-centimeter roux limb was then measured. Both edges of the jejunum were reapproximated in a side-to-side fashion placing proximal and distal 2-0 surgidac stay stitches. Enterotomies were made in both limbs respectively, and a 60/2.5 endo gia stapler was passed into both limbs and fired creating the side-to-side jejunojejunostomy. A third 2-0 surgidac stitch was placed over the resulting enterotomy, and with traction on these three stay stitches a 60/2.5 endo gia stapler was then fired completing the anastomosis to take tension off of this site and the resulting mesenteric defect was closed with a running 2-0 surgidac suture. The free edge of the roux limb was anchored to the free edge of the blue tourniquet and with gentle traction on the tourniquet the roux limb was delivered through the retrocolic retrogastric tunnel being careful not to kink or twist it as it was reapproximated next to the posterior row of the gastric pouch. The roux limb was anchored to the gastric pouch with a running posterior row of 2-0 surgidac suture. An enterotomy and gastrostomy were made respectively and a 45/3.5 endo gia stapler was passed into both limbs and fired creating the gastrojejunostomy. At this point, intraoperative endoscopy was performed. Under laparoscopic and endoscopic guidance the endoscope was passed down the esophagus, into the pouch, across the anastomosis and into the roux limb. In this position, the scope acted as a temporary stent as the resulting anterior defect was closed with two layers of running 2-0 surgidac suture. An intestinal clamp was placed across the roux limb, the anastomosis was bathed in saline solution and intraoperative endoscopic insufflation revealed no evidence of an intraoperative leak. The anastomosis was hemostasis and approximately 10 millimeters in size. The residual air in the roux limb was suctioned free, the endoscope was removed, the blue tourniquet was removed and the intestinal clamp was removed. The transverse mesocolic defect was closed with interrupted 2-0 surgidac stitches and the peterson¿s hernia was closed with a running 2-0 surgidac suture. A 10 flat jackson-pratt drain was placed behind the gastrojejunal anastomosis, brought out through the right subcostal incision and anchored into placed with 3-0 nylon suture. The medium nathanson retractor was removed in an atraumatic fashion. The port sites were inspected and they were hemostatic. The abdomen was exsufflated, the ports were removed and the skin incisions were closed with running 4-0 monocryl subcuticular stitches. Lap, sharp and sponge counts were correct. The patient tolerated the procedure well. Dr. (B)(6) was present and active for the entire case.¿ on (B)(6) 2016: (B)(6) medical center, inc. (B)(6) , md. (B)(6) , md. Operative report. Preoperative diagnosis: abdominal pain, dilated cbd [common bile duct] with concern for choledocholitiasis, gallbladder sludge. Postoperative diagnosis: gallbladder sludge, ventral incisional hernia with incarcerated transverse colon, marginal ulceration with oozing. Operation: laparoscopic cholecystectomy with intraoperative cholangiogram, upper endoscopy. Anesthesia: general endotracheal. Estimated blood loss: minimal. Indications for procedure: the patient is a 45 y.o. Year old female with abdominal pain s/p [status post] gastric bypass. Pre-operative work-up showed dilated cbd on ultrasound with normal lfts [liver function tests]. Based on this, laparoscopic cholecystectomy with cholangiongram with intraoperative endoscopy was recommended. Findings: dilated gallbladder with sludge. Intraoperative cholangiogram showed a dilated cystic duct with contrast filling the common bile duct and flowing into the duodenum. Although the duct appeared large, it had a normal taper and no irregularites. There was also retrograde flow into the right and left hepatic ducts. No filling defects were noted. Procedure: ¿the patient was brought to the operating room and placed in the supine position upon the operating table. At time-out to patient and procedure was performed. Local anesthesia was instilled the left upper quadrant and a verress needle was used to access the abdominal cavity. Water drop test confirmed peritoneal location. The abdomen was insufflated and a 10 mm visiport was used to enter the abdomen. There were multiple central adhesions and the transverse colon appeared to be entering a wide ventral hernia. We were able to look around the adhesions and a 10 mm trocar was placed in the right abdomen lateral and just superior to the umbilicus. Additional 5 mm trocars were then placed. The first of these was an 5-millimeter port in the epigastric position. The next 2 were 5-millimeter ports ¿ both the right subcostal position. Each of these ports was placed under direct laparoscopic visualization and after adequate infiltration of local anesthetic. The gallbladder was then grasped using a ratcheted grasper and retracted superiorly and laterally. The infundibulum was retracted laterally and the peritoneum was stripped from the infundibulum and cystic duct. The cystic duct was dissected circumferentially. This could be seen coming clearly from the infundibulum. The cystic duct was clipped at the cystic duct/infundibulum junction and a partial ductotomy was made. The cholangiocatheter was placed through one of the r subcostal ports. This was then placed into the cystic duct with contrast filling the common bile duct and flowing into the duodenum. The cbd was generous in size but did not appear to have any evidence of obstruction or filling defects. There was also retrograde flow into the right and left hepatic ducts. No filling defects were noted in these either. The clip securing the cholangiocatheter was removed and the distal cystic duct was double clipped and the duct divided. The triangle of calot was then dissected and the cystic artery was identified. This was dissected circumferentially and double clipped proximal, single distal, and divided sharply. The gallbladder was then dissected from the gallbladder fossa using electrocautery. After the gallbladder was dissected free, it was placed in an endocatch and removed from the abdomen via the llq trocar. The right upper quadrant was then inspected and found to be hemostatic. The gallbladder fossa was hemostatic. The gallbladder fossa was irrigated as was morrison¿s pouch. We then performed upper endoscopy. Her esophagus was tortuous and dilated at portions, mostly distally. There was an area that appeared to have ulceration with mild oozing. No vessel was visible. The roux limb was widely patent. There were no other concerning findings. Ports were then removed. The skin was closed using 4-0 monocryl and steri-strips were applied. The patient tolerated the procedure well and there were no complications. The patients was transferred to the post anesthesia recovery room in stable condition. Dr. Dr. [Sic] (B)(6) , md was present and participated in all aspects of her operation .¿ on (B)(6) 2016: (B)(6) medical center, inc. (B)(6) , md. Operative report. Resident surgeon: (B)(6) , ii, md. Fluids: 1000 cc crystalloid. Ebsl: less than 50 cc. Preop/postop diagnosis: ventral abdominal hernia with incarcerated transverse colon. Operation: primary ventral hernia repair . Anesthesia: get [general endotracheal]. Estimated blood loss: minimal. Indications for procedure: (B)(6) is a 45 year-old female who has a long history of a ventral incisional hernia with incarcerated transverse colon with it. She has had ongoing problems with nausea and vomiting in addition to abdominal pain. She is s/p laparoscopic gastric bypass and an attempt was made to wait until she lost substantial weight prior to hernia repair. However because of her ongoing symptoms, the decision was made to attempt hernia repair. Findings: large hernia sac with incarcerated transverse colon. No enterotomy was made reducing the bowel. Primary repair of hernia. Procedure: ¿the patient was brought to the operating room and placed in supine position upon the operating table when a time-out to patient and procedure was performed. The patient¿s abdomen was prepped and draped in the usual sterile surgical fashion. She had a midline scar from previous open surgery so we used the superior aspect of the incision based on imaging that demonstrated this area to be free of bowel. This was incision was carried through the subcutaneous tissues until the hernia sac was identified here was a large area of preperitoneal fat that was resected to facilitate identification of the plan between the colon and the fascia. The hernia sac and fascia was cleared and the colon was reduced. The fascial defect was like swiss cheese but there was scarring that will prevent anything from getting incarcerated in the multiple defects. We were able to get to the edge of her previously placed mesh. The defect was approximately 5 x 8 cm. The fascial edges were cleared of all tissue to clearly of all tissue to clearly define them around the entire fascial defect. Kocher clamps were placed on all edges of the fascia and the decision was made to repair this kocher clamps were placed on all edges of the fascia and the decision was made to repair this primarily. The fascia was then closed primarily with inurrupted [sic] 1 ethibond sutures. This lead to a nice closure of his hernia defect with very minimal tension. Two 3-0 vicryl interrupted sutures were placed in the subcutaneous tissue to close dead space. The skin was then closed with a 4-0 monocryl in subcuticular fashion. The patient tolerated the procedure well and there were no complications. The patient was transferred to post anesthesia recover in stable condition. Dr. (B)(6) , was present and participated in all aspects of her operation.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. Medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (3191: appropriate term/code not available for ¿debridement of wound, wound vac¿ were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2011 through (B)(6), 2016 and not all records received in this time span are relevant to the gore-tex® soft tissue patch. ¿ records prior to (B)(6), 2011, including records of a hernia repair and ¿gore-tex only repair¿, were not provided. Patient information: medical history: ¿ obesity ¿ gastroesophageal reflux disease surgical procedures: ¿ unknown date: hysterectomy ¿ unknown dates: two prior hernia repairs ¿ (B)(6) 2011: ¿had surgery with mesh (B)(6) 2011.¿ ¿ (B)(6) 2011: removal of infected mesh, debridement of wound and placement of wound vac implant preoperative complaints: ¿ [none provided] implant procedure: [none provided] implant date: [none provided] medical records dated (B)(6), 2011 indicate the patient ¿had surgery with mesh (B)(6) 2011.¿ ¿ description of hernia being treated: [none provided] ¿ implant size and fixation: [none provided] relevant medical information: ¿ [none provided] explant preoperative complaints: ¿ (B)(6) 2011: ¿had surgery with mesh (B)(6) 2011. Drainage from wound (B)(6). Had CT scan at that time which showed fluid collection. Said she went to ed 2 wks [weeks] ago due to pain with drainage. Abd [abdominal] tender has small hole, small hole covers abdomen small amount of packing removed. It does look frankly purulent as (sic) a really long tract. Irrigated and packed. Need op report from capel. Supposedly had gortex onlay repair. Might clear depends on suture. May need to be removed and vac placed followed by [illegible].¿ ¿ (B)(6) 2011: ¿suggest vac, open wound. Wound cleaned and packed, smaller. Wound ok. No black tissue. Having to change canister frequently. Serous drainage, no pus.¿ ¿ (B)(6) 2011: history and physical. ¿chronic wound infection presence of foreign material. Had a hernia repair back in (B)(6) and she has had drainage from this wound since about september. She had a CT scan at that time which showed a fluid collection. She went to the emergency room about 2 weeks ago due to drainage and it looked like fluid collection was smaller. However, on examination in the office, she had frankly purulent material with a really long tract that was irrigated and packed. She was somewhat tender as well. The patient had a gore-tex onlay repair and I told her I did not think it would clear if [sic] could theoretically but they are having a difficult time packing it and I think she just needs to have the area opened up and the mesh removed and a wound vac placed. I do not anticipate having to go intra-abdominally, although the patient is aware that I might. This was her third time hernia repair in this area. Physical examination: abdomen: soft, tender kind of in the lower abdomen. The wound is very long. It was probably about 7 or 8 cm long and very narrow. Assessment: infected hernia mesh. Plan: opening up the area and removal of the hernia mesh and placing a wound vac.¿ explant procedure: removal of infected mesh, debridement of wound and placement of wound vac explant date: (B)(6), 2011 [hospitalized (B)(6), 2011] ¿ ¿the old incision was opened with a knife and continued up around with the cautery, every once in a while, stopping to check the depth and extent of the mesh. The mesh was basically easily pulled off the underlying wound. There were few sutures that were cut but the mesh really was not attached to anything and there was nothing underneath the mesh that suggested fascia. There was fatty tissue but most likely that represents preperitoneal fat and possibly posterior rectus sheath. Some of the edges of the tissue that had a lot of granulation on them were excised. Area was flattened out. The granulation tissue was vigorously rubbed with the lap sponge. Hemostasis was obtained with the use of cautery and lifted up the edges to look and see if a component separation has been done and it does not appear to be so. The area did however look like it had been opened up before or undermined. Once the wound was cleaned out and irrigated out, xxx came in and helped us with the placing of the wound vac.¿ ¿ findings: ¿mesh really not attached and swimming in pus , area cultured, a lot of chronic granulation tissue in the wound, looks like the muscle has separated as well. Fatty tissue was dissected away to look at fascia. No evidence of component separation and area looked like it had been lifted up previously.¿ ? (B)(6) 2011: ¿culture and tissue cultures were sent to microbiology. The mesh and abdominal wall tissue were sent to pathology.¿ ? (B)(6) 2011: ¿specimen source: abdominal hernia, infected graft 16.5 x 8.5 x 5.5. Gross description: the specimen is received in formalin initials [patient initials] infected graft and consists of a synthetic graft and fragments of soft tissue with a small rim of skin. The soft tissue in aggregate measures 6 x 3 x 3 cm. Ulceration is present.¿ ¿pathologic diagnosis: soft tissue, abdominal region, excision: membranous fibrous tissue and adipose tissue with severe acute inflammation consistent with clinical history. Fungal organisms not identified by gms stain.¿ ? Microbiology culture reports of the explanted device were not provided. ? (B)(6) 2011: consultation. ¿history of chronic wound infection of anterior abdominal wound. She had undergone hernia repair in (B)(6) 2011 and has had persistent drainage and recurrent infections since then along with fluid collection. Status post removal of infected mesh and debridement of wound, wound vac placed, seems to be doing well postoperatively.¿ ? (B)(6) 2011: discharge diagnosis. ¿removal graft material abdomen, wound vac placement, IV antibiotics, pain control, excisional debridement of wound, infection, esophageal reflux.¿ relevant medical information: ¿ (B)(6) 2011: ¿smells bad but no erythema, has faint yellowish film which easily cleans up. Packed w/ gauze. Cultures aerobic and anaerobic obtained. Try dakins wet to dry.¿ ¿ (B)(6) 2012: microbiology. ¿culture: staphylococcus aureus. Methicillin resistant (mrsa) ¿ heavy growth.¿ ¿tell patient to stop cleocin (won¿t treat). Call in doxycycline.¿ conclusion: the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a hernia repair on an approximately "(B)(6) 2011" whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh removal, mesh infection, debridement of wound, wound vac, additional surgery. Additional event specific information was not provided.